Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify if there were any adverse patient consequences due to this event? No, only delay of the procedure. How was procedure successfully completed? Yes. Was the needle removed from the patient during the same procedure? Yes. What is the most current patient health status and condition? Normal. Device history lot: a manufacturing record evaluation was performed for the finished device rbbcrhw0 number, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The needle loosened from the thread and fell into the patient's scar. No adverse patient consequences were reported. Additional information was requested.